Event description:
Customer called to report a clear fluid leak of approximately 2 milliliters from the coulter lh500 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The customer technical specialist (cts) evaluated the issue by telephone and assisted customer in troubleshooting, during which customer found that the vacuum trap was full. Customer emptied the vacuum trap, which resolved the issue. The cts advised customer to run quality controls and to closely monitor the system. The cts then verified that customer did not observe any further leaking and that the instrument was performing properly to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).